Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, a cracked case at the battery tube threads, and minor scratches on the display window.

Event description:
Customer reported the reservoir compartment on the insulin pump was broken and blood glucose was 205 mg/dl. Most current blood glucose was 409 mg/dl. Customer stated the insulin pump has alarmed no delivery and the reservoir would not stay in place. Customer stated the reservoir compartment broke when customer was inserting the reservoir. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.